Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the balloon failed to inflate. The target lesion was located in the subclavian artery. The 8.0x20mm express ld vascular stent was positioned in the lesion. When attempting to inflate the balloon to deploy the stent, the balloon would not inflate. The stent was not deployed and remained intact when removed from the patient. The procedure was not completed as another device was not available. There were no patient complications reported and the patients status is good. However, device analysis revealed the balloon was partially inflated and the stent was expanded and damaged. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed the balloon was partially inflated. The stent was expanded on the balloon material and appeared slightly kinked. No anomalies were noted with the shaft of the device, the lapweld area or the roughened section. The stent was removed from the balloon material. Microscopic evaluation of the balloon revealed no anomalies. During testing, the balloon was unable to be fully inflated due to contrast media. The device was soaked in water, but the contrast did not dissolve. The balloon was removed and the shaft dissected proximal to the lapweld area. The balloon inflation lumen was noted to be fully formed, but blocked with partially solidified contrast media. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).